Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 73-year-old female with a past medical history significant for rheumatoid arthritis, deep vein thrombosis, pulmonary embolism, hypertension, hyperlipidemia, and cerebrovascular accident presented for a computed tomography angiography study. During the procedure, the patient experienced a cardiac arrest with torsades and return of spontaneous circulation was achieved. An electrocardiogram confirmed an st-segment elevation myocardial infarction. The patient was transported to the cardiac catheterization laboratory, where she developed a pulseless electrical activity cardiac arrest upon arrival. An impella cp device was placed at that time for hemodynamic support. The patient was subsequently transferred to a tertiary care center for a higher level of care. Despite ongoing treatment, the patient continued to clinically deteriorate and required escalating medications, blood product transfusion, and fluid resuscitation. Given the patient¿s overall poor prognosis, a decision was made to withdraw care. The death is most likely contributed to the patients underlying condition and decision to withdraw care, yet will conservatively be coded to the impella cp.

Manufacturer narrative:
B2 ( is required intervention) has been ticked. D1 (brand name) has been updated. Ppae(hemodynamic instability): the root cause of the injury was not determined due to insufficient clinical details.